Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer reported complaint was confirmed based on the field evaluation. The fse inspected the vision side cart (vsc) power cord and identified that the connection with wall ac power was damaged, one of the 2 prongs was broken off completely and prong was sitting loosely in the cord's plastic housing. The fse gently palpated the prong and it fell out of the plastic housing. The fse replaced the power cord and the system powered on normally without errors. The fse power cycled the system multiple times without issue. The fse proceeded to test and verify system as ready for use. The system was functioning as expected following the cable replacement and was ready for use.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the system lost power to the vision side cart (vsc) while docking the patient side cart. An intuitive surgical inc. (Isi) technical support engineer (tse) walked the customer through ensuring the power cord was plugged into a known working outlet and the vsc circuit breakers were on with no change. The customer then wiggled the power cord in the wall outlet and some lights turned on the back of the vsc briefly, but went away. The customer stated it appeared the end of the power cord was kinked from having too much strain. The power cord appeared to have a short causing intermittent ac power. The procedure was converted to laparoscopy with no reported injury.